Event description:
Patient presented with an increase in seizures which were noted to be related to vns stimulation. The seizures were determined to be above pre-vns baseline levels, but the issue resolved once the patient's settings were adjusted. No other relevant information has been received to date.